Manufacturer narrative:
No product returning for evaluation. Attempts were made to obtain all available information. Should new information become available, a follow up MDR will be submitted.

Event description:
Received information stating customer received multiple occlusion alarms. The customer's blood glucose level was reportedly rising. During troubleshooting with customer, system check revealed that the pump cartridge and infusion set tubing functioned as expected.